Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped identified the distal end of stent was damaged and pulled in a distal direction over the distal markerband. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A review of the batch records for the stent crimp force and the crimp temperature for the device also meet the specification. It is likely the crimped stent was damaged during the incorrect removal of the stent protector as the crimping process & controls did not highlight any anomalies. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 38 synergy drug-eluting stent, it was noted that the stent was lifted. The procedure was completed another 3.00 x 38 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 38 synergy¿ drug-eluting stent, it was noted that the stent was lifted. The procedure was completed another 3.00 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.